Event description:
The customer reported that the 840 ventilator had a blank lcd screen. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the lcd screen. Covidien was not authorized to service the device.